Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a hyperglycemic event due to an issue with the vibratory feature. Reportedly, the patient¿s blood glucose reading was at 300 mg/dl with symptoms of excess urination, mild thirst, and fruity breath. No treatment above and beyond the usual routine of diabetes care and management was reported and the patient had discontinued pump therapy. Customer technical support reviewed the event with the reporter. It was reported that the pump was constantly vibrating and the vibration continued even when the battery was removed. Review of alarm history did not find any related alarms. The reported vibration issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced an adverse event related to a pump vibration issue of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find activity related to the reported vibratory issue. The total daily delivery correctly reflects the programmed basal rate. On investigation, the pump powered up with auditory and vibratory features. The auditory and vibratory features occurred intermittently without any alarms being displayed. The reported vibratory issue was duplicated in the investigation. A rewind/load/prime sequence was completed without incidences. Bolus delivery exercises were completed and recorded correctly. The pump rebooted an hour after it was powered up and the power issue recurred during the evaluation. As a result, the 24-hour pump exercise and the delivery accuracy test cannot be completed. The battery compartment was found to have cracked. The battery cap was undamaged and the contact measurements were within specifications. Pump casing was opened and evidence of moisture intrusion was found inside the pump.